Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with labeling. The following information was provided by the initial reporter: unit has no batch number or expiry date.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a missing shelf label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with labeling. The following information was provided by the initial reporter: unit has no batch number or expiry date.